Event description:
As I was opening for a total knee, the drape for the double basin had a hole in it. I had already put it on the table when we found it, but it wasn't touching anything. We removed it before continuing. We opened an ioban to cover the contaminated area and made sure nothing was put in that area. Once I scrubbed in, I covered the contaminated area with the ioban and changed my gloves.